Manufacturer narrative:
The returned patient therapy controller was subjected to visual examination and functional testing. The evaluation determined that the issue was due to a loss of power. Based on the investigation, the reported event was confirmed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) battery was very low and the device was left to charge overnight. The following day, the ptc displayed a message to set-up the device when the patient attempted to perform a bolus. Troubleshooting was attempted but the issue persisted. The device was returned for evaluation.

Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).